Event description:
Olympus was informed that the lamp blew during an unidentified procedure. The intended procedure was completed in a different procedure room. There was no patient harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information. The user facility reported that the lamp blew during a lower gastrointestinal (gi) procedure in which the patient reportedly was under anesthesia at the time when the event occurred. The user facility reported that the spare lamp did not activate. The patient reportedly had to be transported to a different procedure room. The procedure was said to have been completed with no patient harm reported but was said to have been delayed for approximately 15-20 minutes. The user facility reportedly concluded that the event was related to a light bulb failure specially with the ge light bulb which was the light bulb used during the procedure. The user facility reported that the light bulb had accumulated anywhere between 150-170 hours of usages prior to the procedure. The user facility reportedly had initiated an university wide recall for premature light bulb failure and reportedly discovered that ge had discontinued this particular this particular model due to unspecified manufacturing problem. The user facility reportedly performed an electrical safety check on the cart to rule out any potential electrical spikes with no issues found. The device referenced in this report was returned to olympus for evaluation. However, the main xenon lamp and the main lamp housing heat sink were not returned. The evaluation found the main xenon lamp life meter was at 250 hours of usages. The lamp housing screen was damaged and both of the normal turret filter lens were damaged and detached. This report is being submitted as a medical device report in an abundance of caution.